Event description:
On (B)(6) 2024, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced peg tube occlusion, stoma site redness and "oozing". The patient was treated with oral cephalexin and mupirocin cream with some improvement. The patient was then treated with a second course of an unknown oral antibiotic. The device has been removed and replaced.

Manufacturer narrative:
The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.